Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. It was observed that the rpm does not display on the front panel. No patient complications were reported.

Manufacturer narrative:
Device manufactured date: july 1994. Device evaluated by manufacturer: the device was returned for analysis. The following are noted on the console: customer applied materials (labels), void seal broken, serial number damaged/missing and rubber feet missing. On functional check, there was no rotational display and no burr rotation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. It was observed that the rpm does not display on the front panel. No patient complications were reported.